Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and cine bridge were replaced during the service call. The system was tested and found to be working as intended and put ack into service.

Event description:
The customer reported that the cine function was not operating properly. There is no report of patient injury or death.